Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 17-may-2019. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal discomfort ("frequent abdominal discomfort and with efforts"). The patient was treated with surgery (surgery scheduled for removal). At the time of the report, the pelvic pain and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal discomfort and pelvic pain with essure. Amendment: the report was amended on (B)(6) 2019 for the following reason: after internal review, narrative was amended to reflect the health authority number. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal discomfort ("frequent abdominal discomfort and with efforts"). The patient was treated with surgery (surgery scheduled for removal). At the time of the report, the pelvic pain and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal discomfort and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.